Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and watchman laa closure device and delivery system were used. The closure device was deployed and successfully implanted. Upon removal of the was from the patient, it was noted there was a kink in the was. There were no patient complications and the patient was considered stable post procedure.

Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and watchman laa closure device and delivery system were used. The closure device was deployed and successfully implanted. Upon removal of the was from the patient, it was noted there was a kink in the was. There were no patient complications and the patient was considered stable post procedure.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a watchman access system (was) with blood in the device. The dilator was not returned for analysis. A non-bsc introducer sheath and a non-bsc sheath were returned with the device. Inspection of the hub, sheath and tip revealed kinks in the sheath 5cm and 44cm proximal of the tip. The tip was damaged as one side was folded inward. Analysis of the remainder of the device found no other damage or defects. Product analysis confirmed the reported event, as the sheath was kinked.